Event description:
It was reported that the patient experienced shortness of breath. It was further reported that the patients brother said there was something wrong with the implantable pulse generator (ipg). The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.